Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges asthma (new or worsening), inflammatory response, copd and hyperinflation of lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma (new or worsening), inflammatory response, copd and hyperinflation of lungs. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation technician was able to confirm the device powers on and provided airflow. Technician confirmed the operation of the heater plate. During review of the error logs, error log showed 11 errors logged. During the investigation technician observed very light scratches on the left side panel and bottom enclosure. Dust-like contamination was observed on the right side panel, and walls of the bottom enclosure. An unknown potential liquid contamination was observed at the base of the right-side panel. Technician observed dust-like contamination on the top and bottom enclosure, in the air inlet, on the blower cap, inside the blower motor, and on the walls of the bottom enclosure. Pil observed the motor blower grommet was not seated correctly. What seemed to be a dried liquid spot was observed on the blower housing in between the iso port and blower outlet bellow. Evidence of sound abatement foam degradation/breakdown was not observed. ((B)(4)) pil observed potential hair-like particles in the water chamber and humidifier bottom enclosure. Dust-like contamination was observed on the flip lid assembly, on the dry box, in the bottom enclosure, and in the lower base. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory is unable to directly address the symptoms outlined in the complaint. In box a patient identifier, box d product brand name, device serviced by 3rdp, device avail. For eval, date returned and in box h evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid were updated in this report.